Event description:
It was reported from france that the small battery drive device was overheating. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: device evaluation: the actual device was returned for evaluation. During repair, it was determined that the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the moving parts of the trigger of the device did not move smoothly. It was further observed that device had cosmetic damage due to worn coupling and would not run due to motor damage. T was further determined that the device failed pretest for checking the attachment coupling, checking for sticky triggers, checking function of device and checking power with power test bench. The assignable root cause was determined to be traced to maintenance, which is improper maintenance. UDI: (B)(4).